Event description:
A 6-yr-old male sustained full thickness burns of left and right commissures while surgeon was utilizing cautery pencil during adenotonsillectomy procedure. The surgeon had completed the removal of the right tonsil and adenoids when he noticed the burns. Biomed was immediately called to the or and inspection of bovie machine noted no defects. An electrical arc was noted on the valleylab pencil when the megadyne guarded tip was not completely inserted in the pencil holder.